Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that customer received a no delivery alarm after bolus. Customer's blood glucose was 145 mg/dl. During troubleshooting, it was found that cannula was bent. Caller was advised to change entire infusion set and send back for analysis.